Event description:
During re-labeling process at the plant, the catheter sterile packaging was noted to be ripped. The product was stored as usual procedure and it was not shipped to the outside of the warehouse. This product was not clinically used.

Manufacturer narrative:
The product and packaging are to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.